Manufacturer narrative:
The device history record was reviewed and showed the device was manufactured according to the specification. There is not enough information to determine the root cause of this incident with certainty. The stem fractured with the threads remaining in the t-nut of the junction box. The stem thread fracture appears to have been exacerbated by increased forces across the stem and junction box likely caused from malalignment of the implants, improper assembly/tightening of the implants, or patient related factors. This is report 2 of 2. Report 1 was originally submitted listing the junction box as the part number in d4. However, upon completing the evaluation, a stem thread fracture was discovered as the main issue so this second report is being submitted for the stem.

Event description:
On (B)(6) 2023, an x-ray showed a dislodged component from the original surgery and an anterior femoral fracture which meant the junction box and stem had migrated. X-rays from original surgery have not been provided. A revision was performed on (B)(6) 2023.